Event description:
Meter name: one touch basic. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: unk. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt redo check message. Customer does not have a check strip. The result on their meter was unable to test. There is no comparison. Treatment was unk. Customer was going to be taken to the hospital to get bg tested before taking insulin without knowing the bg. No further info has been reported.